Event description:
It was reported that the surgeon inserted the aq5010v three piece silicone lens and after insertion he noted a crack in the lens. There was no patient injury and the lens remains implanted. The reporter stated this lens was used as a piggyback and this is considered off label use of the device. This is one of two reports involving this patient. See MFR report # 2023826-2012-00698.

Manufacturer narrative:
(B)(4).